Event description:
It was reported that the patient called to question if they should still feel discomfort (no redness, slight swelling, pain about the same as post implant) at the implant site. Patient was ultimately directed to physician. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.